Event description:
Customer reportedly received the following results on the advantage system while using comfort curve test strips within 10 minutes: 447 mg/dl and 72 mg/dl; 453 mg/dl and 130 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.